Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture. It was reported that this patient was pacemaker dependent and intermittent loss of capture was noted on the monitor. No asystole of greater than two seconds was observed, but according to the rep, the patient reported episodes of dizziness so it is suspected there may have been longer durations of loss of capture. The physician opted to explant both the device and rv lead, and new products were implanted. Since the new products were implanted, the field representative reports the patient has had no further episodes of dizziness. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observation was unable to be confirmed.